Event description:
Hamilton medical ag (hmag) received the following event description:"during ventilation and use of the intelli-cuff, the ventilator alarmed with red alarm and tt8912; user has acknowledged the error; error reappeared after about 1 minute; device had to be replaced." No patient harm was reported.

Manufacturer narrative:
The date of the event according to the complainant is 15.01.2023, but in the log files it was found that the error occurred for the first time on 13.01.2023. There is no entry on 15.01.2023. On 13.01.2023 5x tf 8912 occurred during ventilation. Tf 8912 points to a technical problem with the optional cuff controller board installed in the hamilton-g5. In this case, e.g. Due to a leakage in the pneumatic system of the cuff controller, the target pressure is not reached and the balloon of the cuff in the patient's trachea is not inflated strongly enough. After replacing the cuff controller board and checking all functions of the ventilator using the service software, the device was found functional and was released again. Tf 8912 has not occurred since then. This file reports the event stated in hamilton medical ag case number cer (B)(4).

Event description:
Hamilton medical ag (hmag) received the following event description:"during ventilation and use of the intelli-cuff, the ventilator alarmed with red alarm and tt8912; user has acknowledged the error; error reappeared after about 1 minute; device had to be replaced.". No patient harm was reported.

Manufacturer narrative:
Tf 8912 indicates that cuff pressure controller motor is not working properly. Investigation is ongoing. This file reports the event stated in hamilton medical ag case number (B)(4).

Event description:
Hamilton medical ag (hmag) received the following event description:"during ventilation and use of the intelli-cuff, the ventilator alarmed with red alarm and tt8912; user has acknowledged the error; error reappeared after about 1 minute; device had to be replaced." No patient harm was reported.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective g5 cuff pressure controller board. In consequence (correction) the defective g5 cuff pressure controller board was replaced. There was no patient or user harm.